Event description:
It was reported that during an afl ablation procedure, it was noted that the patient's blood pressure had dropped. The physician reviewed fluoroscopy and saw minimal cardiac movement and the proceeded with a pericardiocentesis. Approximately 100 cc of fluid was removed. The patient required to stay for overnight.

Manufacturer narrative:
The concomitant products: carto 3. Model# m-4800-01. Serial # (B)(4). Stockert model# m-5463-01, serial # (B)(4), coolflow pump model# m-5491-02, serial # (B)(4). (B)(4).